Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted. The information regarding the medical event was provided by insulet's MDR #3004464228-2013-1629.

Event description:
The patient's mother stated they activated the pod on (B)(6) at 8:17 pm and her daughter's blood glucose at 10:05 pm was 250 mg/dl. Although her bg levels were good all night, her daughter woke up at 6:00 am on (B)(6) with stomach pains and vomiting. She was admitted to the picu with diabetic ketoacidosis and treated with IV insulin, glucose and electrolyte management. Her highest bg was 338 mg/dl at the hospital. The mother reported that one vial of test strips was giving inaccurate results compared to the hospital laboratory but when she switched to another vial from the same lot, the results were good. The comparisons were a follows: lot 1368938 lot 1369009 time lab vial 1 vial 2 4:00 pm 335 233 6:53 pm 256 139 & 178 245 & 243 9:03 pm 172 98 147 153abbott diabetes care was informed of this event. The customer did not request any replacement of the pdm, only the strips, which insulet provided.